Event description:
This is a report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient performing peritoneal dialysis. On (B)(6) 2010, the patient began continuous ambulatory peritoneal dialysis (pd). In 2010, a break in aseptic technique occurred, further described as the patient made a mistake and an area was not clean before starting pd. On (B)(6) 2010, the patient was treated with a loading dose of vancomycin 2 gm ip, fortum 250mg ip once daily and tobramycin 40mg ip once daily. On (B)(6) 2010, the patient was discharged. At the time of reporting, the event of peritonitis was resolving, and the patient continued to take fortum and tobramycin. It was not reported if the event of break in aseptic technique resolved. The root cause of the peritonitis was break in aseptic technique. Pd therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s